Event description:
The following has been reported by customer: the pump worked normally during use, however, it has problems turning off, it does not respond to the power button, it stayed on until the battery ran out and now it does not turn on. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.